Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would not boot up. Functional testing and data download was unable to be performed due to the receiver not booting up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that there is no moisture damage. Inspection of the battery was performed and found that the battery was defective. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No product was provided for evaluation. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported event could not be confirmed. A root cause could not be determined.